Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The remaining longevity was 4%. Technical services review of the device data indicated that the power consumption had been stable and steady; there was no evidence of premature depletion. It was recommended to continue normal routine follow-up. The s-ICD remains in service and no adverse patient effects were reported. Additional information received indicated that the s-ICD recently displayed an error message indicative of possible premature battery depletion. Technical services recommended device replacement. No adverse patient effects were reported.